Event description:
Stent was trapped on the wire, choice pt, and then the stent catheter snapped in half. Stent was outside of the body. The wire and stent were removed. The lesion which was critical and difficult to cross, was rewired with a new choice pt wire.